Event description:
A malfunction was reported on the customer's pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. Technical support arranged to replace the pump with one that has updated software and provided instructions on how to manage the replacement and return of the malfunctioning device. The customer understood and acknowledged the guidance provided.